Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device had an abnormal image. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated at the local service repair center . The reported failure of image noise was confirmed/reproduced. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device had an abnormal image. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.